Manufacturer narrative:
This record was reviewed by the pms clinical expert as serious injury due to the customer reporting allegations of asthma (new or worsening). In this report, section h - type of reported complaint, health impact code , evaluation method, evaluation results and conclusion code has been updated.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having asthma (new or worsening). There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.